Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The pt reported her ipg has reached it's estimated replacement time and is only providing intermittent stimulation. As electromagnetic interference is suspected, the pt is working closely with her physician to determine the next course of action. No pt complications were reported as a result of this event.